Event description:
A malfunction was reported with the pump displaying malf 9, although there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump. The issue was resolved, and the customer was advised to continue using the pump and to call back if any malfunction code recurs.